Event description:
Pt found to have multiple noises on their intracardiac recording and the ICD delivered shocks the pt did not need. They conducted an interregation of the ICD and could not duplicate the program. Therefore, they replaced the generator, lead nad adaptor. The pt recovered without further incident.